Event description:
The patient reported their axonics device does not work for them. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us.